Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2013 due to pain, bone loss and flaking metal. The modular head was removed and replaced. Patient reports undergoing another left hip revision procedure on (B)(6) 2014 due to patient allegations of poly wear. The modular head, acetabular cup and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 left hip revision operative report noted the revision was due to instability and metallosis. Operative report further noted wear in the polyethylene liner. The modular head, liner and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2014-00285 /-02172 /-05234 /-05235 /-05236).